Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that during the index surgery when the scrub tech tried to attach the reamer handle, it would not lock into place correctly. The angled reamer, when engaged with the spherical reamer, would not connect or lock into place. A second set was immediately available and no adverse consequence or delay in surgery was reported. The hospital would not release any patient information for this case.

Manufacturer narrative:
An event regarding a seizing and nonfunctional glenoid reamer shaft was reported. The event was confirmed. Method & results: device evaluation and results: a functional analysis confirmed the event. The driver shaft (output) would not rotate upon turning the driver shaft (input). Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been similar reported events for this lot ID. Conclusions: the investigation concluded that the event is associated with a CAPA investigation to further investigation similar reported events. As a result of this CAPA, a design change was implemented in 2013. As this device was manufactured in 2012, it was confirmed the device is within the scope of the CAPA and was manufactured prior to the re-design.

Event description:
It was reported that during the index surgery when the scrub tech tried to attach the reamer handle, it would not lock into place correctly. The angled reamer, when engaged with the spherical reamer, would not connect or lock into place. A second set was immediately available and no adverse consequence or delay in surgery was reported. The hospital would not release any patient information for this case.